Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had knowingly depleted the insulin left in the cartridge and intentionally placed the pump into storage mode prior to going to bed. After turning the pump back on, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 300 (mg/dl). The customer administered a manual injection. Multiple attempts have been made by tandem technical support to determine if the customer was able to obtain alternate therapy, however no response was received.